Event description:
It was reported a percutaneous coronary intervention (pci) taking 90 minutes was performed via a right groin puncture. A pre-deployment angiogram was not obtained. The 6 mm lumen femoral artery with mild tortuosity was sealed with an 8f angio-seal sts plus. The 7f procedure sheath met no resistance upon insertion into the patient. The patient's ankle branchial peripheral index (abpi) was 0.99 on the right and 1.13 on the left. The patient was discharged the next day. Six days later the patient returned complaining of right leg pain. An abpi was 0.32 on the right and 1.02 on the left. A 99% stenosis of the right superficial femoral artery (sfa) was diagnosed. Allegedly, this was the site of the anchor placement. A percutaneous transluminal angioplasty (pta), accessed from the left groin, was performed. The stenosis site was dilated and stented successfully. The patient was stated to be of standard weight.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. A cd of radiographic images was received with the event. The disc contains 4 radiographic images. The demographics of the disc list the patient as ms, 2007, omigawa general hp. There are no right or left identification markers on the images. Image #1 reveals contrast being injected into a leg. There is an area of diminished blood flow at the level of the lesser trocanter of the femur with slower flow seen down the leg. Image #2 reveals a stent placement with the balloon inflated. Image #3 reveals 2 stents placed and contrast flows normally. Image #4 has no image. Based on the information received, the cause for the vessel occlusion could not be conclusively determined; however, the puncture site may have been at or near the bifurcation of the superficial femoral and profunda femoris arteries. No pre-deployment angiogram was performed. The angio-seal device instructions for use (IFU) cautions that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.